Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Product ID d334drg, implantable cardioverter defibrillator implanted: 2011-(B)(6); product ID 4470 (competitor p roduct) implantable pacing lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient heard an alert sound from their device and called into their physician. A device interrogation revealed variable right ventricular (rv) lead impedance with numerous short v-v counts. Increasing and intermittent impedance measurements and oversensing of the atrial beat was observed. The physician also noted increasing rv threshold. The rv lead was explanted and replaced with a competitor product. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had suffered extreme physical and emotional trauma during and after this incident, permanent scarring as a result of the surgery and has yet to return to work. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)